Manufacturer narrative:
On 6/14/2019, the code for conclusion was omitted. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 5/30/2019, the mentor failure analysis lab has received the device for evaluation. On 6/13/2019, during evaluation of the sample a parallel lines of shell wear were observed on the anterior and extending to the posterior aspect, suggesting in-vivo folding or creasing of the device. Leak testing was preformed and it revealed a tear in the posterior view, measurement approximately 0.3 cm. Microscopic examination was performed and no evidence of instrument damage was observed. No other anomalies were observed. The manufacturing records were reviewed, and the manufacturing criteria were met prior to the release of this lot. Deflation is a known complication associated with mentor mammary prostheses. Possible causes of deflation of saline-filled implants include, but are not limited to the following events: excessive stresses or manipulations as may occur during normal, daily routines including customary and purposeful trauma to the breast. The reported complaint was confirmed. Breast implants are not considered lifetime devices and deflation is a known complication associated with these devices and is referenced in our product insert data sheet. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure the device meets the required specifications prior to shipment. Based on the information reported and/or the product investigation, there is no evidence that the issue is related with the manufacturing process. Complaint information will be included in complaint trending that is reviewed and monitor by quality assurance on a regular basis to determine if further action is necessary. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 5/10/2019, it was reported to mentor that the date of explantation was (B)(6) 2019. On 5/26/2019, the manufacturing record evaluation (mre) was performed for the finished device number 223951, and no non-conformances related to the reported complaint were identified. Device evaluation: according to the information provided, the patient experienced a deflation on right breast implant. Since the product has not been returned, it has been concluded that deflation is a known complication associated with these devices as stated in the IFU. Therefore, no corrective action is warranted at this time. As a result, we are closing this investigation. If the complaint device is received in the future, we will reopen the complaint and perform the investigation as appropriate. Deflation is a known complication associated with mentor mammary prostheses. Causes of deflation of saline-filled implants include, but are not limited to the following events: crease fold failure, intraoperative or postoperative trauma, excessive stresses or manipulations as may occur during normal, daily routines including customary and purposeful trauma such as that which can occur during vigorous exercise, athletics, manual massage, and intimate physical contact; stress or trauma to the breast, mechanical damage prior to or during surgery, valve malfunctions or tissue ingrowth into the valve, leakage from the fill tube, valve or injection dome (spectrum devices), underfilling or overfilling the implant (see product label), damage from surgical instruments, damage during fill tube removal, damage during the filling stage, closed capsulotomy, shell abrasion, capsular contracture, and origins which are simply unknown. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation review is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: deflation concomitant products: a saline mentor siltex round moderate profile 475cc, catalog number: 3542680, lot numbers: 207231, 223951. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female patient underwent a breast augmentation primary with a saline mentor siltex round moderate profile 475cc and experienced deflation on the right breast implant. As a result, the patient will undergo removal on (B)(6) 2019.